Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 59 mg/dl. It was reported that the pump delivered a bolus without user input; however, this could not be confirmed as customer could not upload log history. Reportedly, customer was treated with sugar water, and intravenously with fluids of saline at the ER. Customer was released the same day with no permanent damage. A pump replacement was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.